Event description:
It was reported that, during lead explant, a damage was detected. The lead was replaced. Patient status at the time of this report was noted as alive with no injury/no adverse event. Actions required as a result of the event were noted as "capped/abandoned/partially removed." It was stated that there were no patient symptoms/injuries related to this event. Almost three weeks later it was also stated that 3 months after the implant, all impedances were at >10,000 ohms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined the physician thought the bi-wing delivery tool broke the lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the anchor, product #97792, found no anomaly. Analysis of the lead, product #3777, found the body and all eight conductors broken at the injex anchor site.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the anchor was half buried in the fascia. It was noted that the healthcare professional did not know how the pressure was applied to the anchor under the fascia. It was reported that the healthcare professional ¿maybe¿ pushed too much and bent the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.